Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and successfully resumed insulin therapy.